Event description:
On (B)(6) 2014, I had an appointment with dr. (B)(6) at (B)(6). I was informed that my poor vision was due to a cataract, and that lens replacement was needed. He reviewed with me the various types of lens implants and highly recommended the crystalens from bausch and lomb. I was informed that the crystalens not only corrects for distance, but for near vision also. That was very desirable as it dismisses the need for having to wear glasses after surgery. He pointed out to me that many of his patients were very happy with the results. I elected to schedule my surgery and to have the crystalens inserted to my right eye. On (B)(6) 2014 , I had my pre-operative appointment and on (B)(6) 2014, I had surgery. My out-of-pocket expense for the crystalens was (B)(6) cash. I had a post-operative appointment on (B)(6) 2014, for removal of the bandage and removal of the stitch. I was faithful to instill the multiple drops in my eye as instructed. The difference in my vision after surgery was good. When I returned for my final post-operative visit on (B)(6) 2014, he stated everything was good. In (B)(6), I began to experience undesirable and adverse effects in the vision of my right eye. Initially, I thought the symptoms would pass, but they became more intense. Regardless if it were day or night, indoors or outdoors, any light that I came into contact with would be refracted as a prism in my right eye only. It looked as if there were millions of pieces of shattered glass everywhere I looked. It was constant. The light was very glaring and would give me a headache. It was very tiring for my eye and I could not escape the refraction of light. My vision has significantly diminished and was much worse now than before the surgery. I made an appointment with dr. (B)(6) on (B)(6) 2015, to inform him of my symptoms and concerns about my vision. We had a lengthy discussion, and he recommended that I consent for him to perform a procedure named vag laser capsulotomy. I agreed to do it because my vision was in jeopardy. I was pushed to accept this. Afterwards, it was obvious to me that the laser treatment had not helped me at all and my adverse symptoms from the light refraction were more evident than ever. Everyday my vision was worse. It was very difficult for daily routine. As a practicing registered nurse, I take extraordinary care of myself. I made another appointment to see the surgeon in less than two weeks. It was during this appointment on (B)(6) 2015, that, after much assessment and testing, he informed me that it appeared the crystalens was "tilted". He explained that the manufacturing company, bausch and lomb, had designed a "ring" to insert around the crystalens to support it in the correct position. He informed me that it would have to be performed in another surgery. I was not very receptive to the idea of a "band aid or fix" to correct this documented situation. I was very upset at the thought or idea of this correction. After I verbalized to him about how I felt, dr. (B)(6) and I agreed to meet again in his office with the representative (B)(4) from bausch and lomb. My doctor wanted the representative to witness the problem in my eye. He wanted validation from bausch and lomb that the device was defective. Before leaving the office, I scheduled the appointment for (B)(6) 2015, according to her availability, which required me loose the day of work. Then, later on the same day, the secretary at dr. (B)(6) office called to inform me that the representative could not be there on (B)(6) and could I come on (B)(6). I declined, as my husband had to work that day and he has accompanied me to all of my appointments at (B)(6). So, the secretary suggested that I drive all the way to the (B)(6) office, about 60 miles from my home, on (B)(6) to meet with the representative there. I declined because of the extensive driving. How much must I endure physically, mentally, and emotionally? How are bausch and lomb and the surgeon going to compensate me for all these difficulties? My last choice was to meet her on (B)(6) 2015, which I had to cancel work again for that appointment. I met with dr. (B)(6) and (B)(4) of bausch and lomb in the (B)(6) office on (B)(6) 2015. They both assessed my right eye several times and concluded that indeed the crystalens had "tilted". They agreed that the crystalens lens in my right eye was defective. I told my doctor and the representative that I did not want it fixed. I wanted the crystalens removed and another kind of lens from another company put in. I had experienced way too much discomfort, pain and adverse reaction to my eye, compromised life, and I just want the lens to be taken out. I had waited this long for the crystalens to work, but it had not; rather I had experienced intense trauma. They agreed that for me, this would be the best choice. I proceeded with the necessary arrangements for another surgery with a pre-operative appointment, the installation of multiple eye drops again, and taking more time off from work. On (B)(6) 2014, I had my pre-operative office visit for the removal of the crystalens. I had the second surgery on (B)(6) 2015. Dr .(B)(6) removed the crystalens, in the presence of the bausch and lomb representative in the operating room. I was notified right before I went into the operating room that the bausch and lomb representative would be present in the operating room for my surgery. I was told that she would be taking the lens that my surgeon removed from my eye back to the company for investigation. He then inserted an intraocular lens made by abbott to my right eye. The surgery itself was much more extensive than I originally thought it would be and took much longer. There was hemorrhaging in my eye during surgery. After surgery, I had a bandage and a hard shell patch covering my eye and was instructed to keep it intact until the following morning ,when I was to return for a post-operative check-up. I returned (B)(6) 2015, to have the bandage and patch removed. My eye was extremely red from the hemorrhage; I could not even see the white of my eye. My experience with my vision was horrifying. I had pain and discomfort, my vision was blurred and I had to continue to instill the eye drops into my eye four times a day. The required prolonged use of the steroid eye drops puts my eye at risk for other complications. The drops really burned, and it was very uncomfortable. I had a severe headache and it was hard to sleep. The following day, (B)(6) 2015, I had to cancel work. I had been told, before the surgery, that I would be able to go back to work that day, but that certainly was not the case. My vision was intensely blurred; I cannot read out of my right eye, my depth perception was impaired. It was unsafe in my job performance as a perioperative nurse to work under those circumstances. It is imperative that I have clear vision in order to perform safely at work. My vision is very poor for daily activities. I needed help for driving, going up and down stairs, and meal preparation. In addition, my pupil was very small and my eye lid was droopy. I called the doctor's office to inquire if this was normal and to be expected. My doctor was not available and after being on hold for an extended amount of time because no tech's were available to take my call, one of the nurses from the surgical center took my call. She conferred with another doctor and called me back and informed me that is was due to the nerve block I had been given in surgery. After one week, I returned with my husband on (B)(6) 2015, for another post­ operative visit. The vision to my right eye was intensely blurred all week. My depth perception was altered. I had many floaters that were disturbing. I had missed another week of work. I was at the doctor's office for two and a half hours with various tests, assessments, measurements and discussion. He reported to me that the extended blurred vision is mostly due to the hemorrhage that I experienced and that it was going to take another month before things got back to normal. This delay in recovery has cost me additional time off from work. He chose not to remove the stitches in my eye. He asked me to come back in four weeks and he would reassess and maybe take the stitches out at that time. My surgeon told me there have been numerous incidents of poor performance of the crystalens by bausch and lomb in the last six months, and knows of other surgeons that have experienced defective crystalens devices in their surgical patients. On the day of my second surgery, my husband who is a physician, asked (B)(4),the bausch and lomb representative, about the incidence of this problem and she told him "this is a very rare occurrence". I, as a patient, have had to endure above and beyond what should be expected. I have had unnecessary pain and suffering. I have missed extensive work days. I work on a per diem basis. I have no sick days and no medical days. If I do not work, I do not get paid. My hours in the doctor's office and surgeries are excessive. The inconvenience of family and friends always having to accompany me to appointments because I cannot drive has been demanding. My husband has also missed work to be with me for surgeries and appointments, due to concerns for my safety and good outcome. He also works on a fee for service basis. Presently, my outcome is uncertain, and this is very unsettling to me. My quality of life has been seriously altered. My vision has not been correct for almost five months. Physical activities that I enjoy have been put on hold; gardening, running, cycling, kayaking and swimming. I would appreciate the involvement of the FDA, and request that the FDA investigate this case and others that have similarly occurred. It was suggested to me that it was a manufacturing defect in the particular lot from which my crystalens came. I have requested a complete copy of all my records, including surgical documentation and all office visits. I am hoping that the record will show the recorded lot number for the particular lens that was placed in my eye. I would like answers from you in regards to what happened in the other cases of the crystalens that led bausch and lomb to design and manufacture the "ring" to hold the "tilted" lens in place. How is it that they so readily had an available fix for the defective lens, and yet stated that it is a "very rare event"? Have bausch and lomb, doctors or any other patients reported to FDA any problems related to crystalens? I hope to protect others from experiencing what I have had to endure. Given the record of bausch and lomb not being completely honest about or prompt about reporting defects in other products, and given information from other ophthalmologists regarding recent problems with the crystalens, it seems clear that bausch and lomb knew of defects and failed to properly notify physicians or the FDA. Please keep me informed of your progress, and let me know what you are doing to resolve this incident and to keep it from happening again. Please help me to protect other potential eye patients. I thank you, in advance, for taking the time to read my account and I am looking forward to hearing from you as soon as possible.